Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi). The device was not programmed into MRI mode. The cause of the event was due to the device not being programmed to be MRI compatible. Technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient is stable.